Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
It was reported, by cardiac anesthesiologist at the facility contacted sales rep to let him know about an adverse event that happened during surgery. The cardiovascular surgeon was using the cobra fusion150 device and there was an adverse event, the patient expired. Procedure details and cause of death is unknown.

Manufacturer narrative:
Additional procedure information was obtained - during the operating procedure, the operating team experienced some difficulty in anticoagulating the patient in preparation for bypass. The patient required a larger than usual amount of heparin in order to facilitate this. During the procedure, it was noted by dr. Serafin, that a large amount of proteinaceous material came up the endotracheal tube with some frequency. The surgical procedure was completed and the patient was weaned from bypass with some difficulty and transferred to the intensive care unit. While in the intensive care unit the patient continued expel proteinaceous fluid up the endotracheal tube and the oxygen saturation was poor. It was considered at one stage that the patient may have been having some kind of autoimmune response and some medication was given to treat that condition. Overnight the patient continued to pass the proteinaceous material up the endotracheal tube, approximately ten liters were expelled in total. The following morning after surgery the patient died.